Event description:
The user facility reported that during a transbronchial needle aspiration the needle bent at an angle while in the patient's airway. The physician reported that both the endoscope and the needle were withdrawn from the patient, however, the distal end of the needle was protruding slightly from the distal tip of the bronchoscope as it was withdrawn. The procedure was completed with a different needle. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation and was likely discarded at the facility. Therefore, olympus cannot conclusively determine the cause of the user's experience. The device instruction manual instructs users to inspect the device prior to use, and not to use the device if any irregularity is observed. The device instruction manual also warns user that when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. This report is being filed as an MDR in abundance of caution.